Event description:
A customer reported to beckman coulter, inc. (Bec) that an error message "17 psi air pressure low" was observed on synchron lx20 pro clinical system following a service on the instrument and fluid was leaking underneath the instrument from an unknown source. The customer stated the fluid was water but was not confirmed. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The fse replaced valve v12 on hydro tubing which carries wash concentrate. The fse primed the instrument 20 times, and observed no further leaking. The customer also reported to the fse that they were seeing potassium drift. The fse checked all ise (ion selective electrode) tips and the flow cell. The fse replaced the potassium tip and flushed the acid port with diluted bleach. The fse also replaced co2 (carbon dioxide) membrane. Qc was performed and verified with the customer. (B)(4).